Manufacturer narrative:
(B)(4). (B)(6). The lot 12m015 was manufactured november 8, 2012 - november 9, 2012. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample is not available for evaluation. If additional relevant information or samples become available, a follow-up report will be submitted.

Event description:
It was reported that white flow restrictor fell off from the tubing of a two day infusor during unknown process step. There is no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Patient involvement is unknown. There was no report of patient injury or medical intervention associated with this event. The sample was not returned for evaluation, therefore the reported condition could not be confirmed and the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.